Event description:
Procedure: right thoracoscopy and right lobectomy. Reportedly, two anvils bent resulting in poor staple formation. Due to the defective staple formation, the procedure was converted to an open procedure. Patient condition unknown at this time.